Event description:
Reporter alleges after a month of having essure implanted in her, she experienced heavy bleeding. She had ablation a month after implant to stop bleeding. She states "this device made me so sick I felt like dying". Reporter alleges she experienced the following side effects, headaches, tinnitus, abdominal cramps, insomnia, emotional distress, hallucinations, memory loss, muscle weakness, ambulation difficulties, heart palpitations, frequent uti's, allergic reactions, as she has nickel sensitivity and, gastro-intestinal infections. She advised essure was explanted 2 days ago and she already feels so much better and most of the side effects have disappeared. Reporter is concerned the device makes people sick as she was sick for 12 years and 3 months, this device is still on the market.